Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer found that the tube had low draw. The following information was provided by the initial reporter. The customer stated: ¿during using the tube, it found that the tube had low draw. The tube has been replaced."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.